Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported a particle was observed during evaluation of sample clarity. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a microscopic image of a brown color material with no uniform shape. No other information could be obtained from the photo. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number (B)(4), lot 2153855. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2153855 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The reported defect could not be confirmed to have originated at the manufacturing plant; therefore, corrective actions are not necessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that foreign matter was noted with the bd syringe 10ml ll s/c 200. "The following information was provided by the initial reporter: while performing the method for appearance testing on one of our final drug product lot samples, a particle was observed during evaluation of sample clarity. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 m, not consistent with materials used in our manufacturing process". "A preliminary laboratory investigation (pli) was initiated; microscopic examination of the particle compared to the materials used during the method at lyell did not reveal any conclusive source of the particle. The outcome of the pli indicated that materials and operations in the laboratory were likely not the source of the particulate". "A review of process operations was performed to further evaluate potential source. The particle was considered greater than 40 m in size as it was visible to the naked eye unaided by magnification. Based on this size assumption the boundaries of possible entry in the manufacturing process were established to be between the 40 m filtration step prior to sample collection and filling of the final drug product vials, and the collection of the appearance testing sample". "The final drug product vials are examined by manufacturing staff for foreign particles, homogeneity, and vial integrity prior to and after filling. No particles or anomalies were observed in the filled drug product vials by the manufacturing staff". "The particle was sent to a 3rd party analytical laboratory for identification testing. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 m, not consistent with materials used in our manufacturing process".